Event description:
Pressure wire was flushed and cable plugged into the system but an error message came up: error 104 "bad cable". The device was unplugged and plugged back in. Still nothing worked, so the system was rebooted and it still gave the same error message. A new device was opened and it worked fine. The pt was not affected.